Event description:
It was reported that during withdrawal and closure of the procedure, the fiber was found to be broken on the way out of the scope. The procedure had been successfully completed with no patient complications reported.